Event description:
Baxter reports that a spike of a transfer set broke. The set had been in use for 180 days. There was no pt injury or medical intervention associated with this incident according to the affiliate.